Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2020, the patient had a motorcycle accident. The patella's peg part broke off, causing a feeling of discomfort, and loosening of the patella. This adverse event was addressed by a revision surgery on (B)(6) 2025, in which the gns ii resurf pat 35mm and the jrny ii bcs xlpe art isrt sz 5-6 rt 9mm were replaced with new s+n implants. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference number: (B)(4). The device was returned and evaluated. The fields b1, d9, h3, h6 and h11 were updated. H3, h6: results of investigation: although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the patella. The visual inspection revealed that the device returned significantly worn and discolored. The posts are deformed with significant material loss the surfaces are severely degraded. A lab analysis performed on the device revealed that the patellar component exhibited multiple signs of damage. Scratches were visible on both the anterior and posterior surfaces, while two of the three pegs were bent and showed partial shear. Bone cement was identified within the anterior cement cavity, and the peripheral region of the implant demonstrated material deformation along with surface damage. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. Additionally, patella fractures have been identified in possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the material specification, the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) as ram-extruded gur 1050 rod and compression-molded gur 1020 rod and plate shall be controlled. This material is used in the manufacture of surgical implants and instruments and can be considered a surgical grade of uhmwpe. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.